Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed no evidence of short battery life alarms. There were several cs 177 warnings due to discharge replace battery use. The original battery life issue was unable to be duplicated during investigation. The ez prime steps were performed correctly. All current readings were within specifications. The pumps cover was removed and there was no intermittent condition found to the power flex.